Event description:
It was reported that the wake button became detached from the pump, causing difficulties and delays when trying to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.